Event description:
The pt's (B)(6) scs system includes a surgical lead implanted on (B)(6) 2011. It was reported the pt is not receiving adequate stimulation coverage with the original lead placement. Surgical intervention was undertaken to revise the lead to a different vertebrae level. No further issues have been reported following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.